Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited high out of range, right atrial lead pacing impedance measurements, during a recent remote transmission. Historically, lead impedances had been stable thus a data review requested by boston scientifics technical services (ts). The subsequent data review confirmed an artefact free atrial electrogram channel. Ts recommended a patient initiated interrogation however suspected this to be a benign measurement anomaly due to the sensitivity of the subthreshold pace pulse rather than a direct reflection of a compromised lead integrity. It was further noted the associated right atrial lead was a non boston scientific product. To date, no further information has been received and no medical nor surgical intervention planned.